Manufacturer narrative:
(B)(4). Evaluation on-going.

Event description:
Country of complaint: (B)(6). During intra-operative of surgery, the oscillating saw does not have the required power for cutting the bone. Hence, the hand piece is overheating and patient has suffered third-degree burn. Components associated with this product (gd674 = serial # (B)(4), batch / lot -51384869, microspeed uni mini 100 motor, production date-02/26/2007) are listed below. Gb390r = serial # (B)(4), batch / lot 51383589, mini-line sagittal saw attachment, production date-02/26/2007 . Gd672 =serial # (B)(4), batch / lot 51389563, microspeed uni motor cable f/foot ctrl, production date-02/26/2007.